Event description:
Surgeon was grasping tissue with the maryland grasper, claimed the instrument was not working properly, and requested the instrument be swapped out for a new maryland. While changing out the instruments the staff noticed a piece missing from the wire housing unit. The missing piece was located and removed from the patient. No injury to the patient.